Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 4000 mcg/ml; 200 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported an empty pump alarm occurred. The physician filled the pump with 20 ml on (B)(6) but did not reprogram the reservoir volume and the pump was still alarming. Assistance was requested to calculate the actual reservoir volume. The actual reservoir volume was calculated to be at 19.3ml. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered unknown. The reason for use was also unknown. It was reported that there was an empty pump alarm. It was unknown when the issue occurred. The caller had access to the pt/8840. It was unknown if the patient missed a refill. There were no symptoms reported. The rep had no patient information at the time of the report, or whether there were any other issues reported, but would find out more information. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the pump issue was resolved. The reservoir volume was programmed to the best estimate volume based upon a refill date of (B)(4) 2018. The information was confirmed by the account/physician. There were no further complications reported/anticipated.

Manufacturer narrative:
Correction: product problem' should have previously been selected. The correct option is now selected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the serial number for the 8840 clinician's programmer associated with the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. It was reported that the rep didn¿t know what the empty pump was first noticed, the patient just reported a critical alarm sounding. The rep stated that they walked office personnel over the phone on how to do a telemetry to figure out the alarm reason, but did not get reservoir dates. Symptoms related to the empty pump included the patient stating that they were ¿tighter.¿ when asked if the cause of the empty pump was determined, the rep stated that they were not sure. The managing doctor has partially retired and the rep stated, ¿I am not sure if this patient was just overlooked or where communication broke down.¿ when asked about the actions/interventions taken to resolve the issue, the rep stated, ¿not fully known right now. The doctor will be in town this friday and the office was going to communicate with him yesterday about alarm.¿ the emp ty pump had not yet been resolved. The rep was not sure of what the serial number of the device was. The patient¿s weight at the time of the event was unknown. The patient¿s information was provided, but the rep was given the information over the phone quickly so they were no positive. The information was confirmed with the hcp, and the hcp¿s information was provided.